Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture, a vessel dissection, and a decrease in blood pressure occurred. The 99% in-stent restenosed lesion being treated was located in the non-calcified, moderately tortuous proximal to mid right coronary artery (rca). The in-stent restenosis was located in a non-bsc stent placed in the distal rca about 10 years ago. Ivus was performed. The lesion was predilated with a 3.0x15mm non-bsc balloon. The physician placed the 3.00x20mm taxus express2 drug eluting stent, but when the stent was expanded, to about 14atm, the stent delivery balloon ruptured and a dissection occurred. A decrease in the pt's blood pressure occurred. The dissection was treated by a non-bsc balloon. The same balloon was used to post dilate the taxus stent. The pt status was reported as "stable".